Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that a foreign object was found in the IV line of a patient. Unsure if the foreign object actually came from the IV line or not. A 1000mls of normal saline was being infused. No injury reported.

Manufacturer narrative:
(B)(4). One (1) used sample with no packaging was returned for evaluation. In order to not interfere with the investigation, the sample was not decontaminated. The extension was examined and there was clear residual fluid and blood residue observed. No particulate or foreign matter was observed. The extension set was examined a second time under magnification and still no particulate or foreign matter was able to be seen. The returned sample was visually inspected and examined and the reported defect was unable to be confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non- conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.